Event description:
It was reported by service report that the fowler was not holding. The customer determined that there was injury but no pt involved.

Manufacturer narrative:
Fowler; fowler release handle.